Manufacturer narrative:
Philips service replaced the pdu fantray and dcps; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flat detector power supply failed, causing x-ray error on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.